Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 150 mg/dl and the sensor glucose was 40 mg/dl at the time of the incident and now after inserting a new sensor yesterday the same thing happened again upon the 1st night, the insulin pump suspended low but patient¿s sugar was 156 mg/dl which caused patient to go high blood glucose 169 mg/dl which was too high because the pump was suspended. Customer declined troubleshoot for high blood glucose. Customer reported that insulin delivery was suspended due to sensor glucose values. Sensor glucose value that triggered the suspend event: less than 40. Suspend on low limit in sensor settings: 75. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will not be returned for analysis.